Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 220 mg/dl at the time of call. The customer's mother stated that her son's blood glucose reached 530 mg/dl. The customer's mother stated that she treated her son's high blood glucose with manual injections. The customer's mother performed troubleshooting and did not found leaks, insulin and site issues, and setting issues. The customer's mother stated that there were champagne size air bubbles. The customer's mother was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.